Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Customer claims they were unable to visualize anatomy. The investigation is in process.